Event description:
In 02/2002 the end-user called medtronic minimed, USA and stated that the cannula housing became detached from the tape. On 03/2002 maersk medical a/s received the complaint and 2 used and 5 unused infusion sets.